Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual fluid at the forceps opening and foreign material near the forceps stand wire could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. The facility device reprocessing survey info was responded to as "unknown". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found residual fluid or foreign matter from the forceps opening. In addition, the evaluation found the following; due to corrosion, switch 1 did not work, due to damage on the ultrasonic probe, the ultrasound image disappeared when operating the angle. Due to damage on the cover of the ultrasonic cable, the insulation resistance between the evis and the us connector did not reach the standard. The objective lens had a scratch, the ultrasonic connector had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the scope identification was not displayed, the scope connector, scope cover, control unit and universal cord, all had corrosion due to water leakage. The adhesive on the bending section cover had a crack and was detached. Due to wear of the angle wire, the play of the up/down knob and bending angle in the up direction, did not meet the standard value. The scope identification was not displayed. The universal cord had corrosion due to water leakage and the acoustic lens was damaged. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope forceps raiser was not moving up completely and had an air/water leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was residual fluid or foreign matter from the forceps opening and near the forceps stand. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.